Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced skin overgrowth at the abutment site and subsequently underwent a skin revision on (B)(6) 2017. During the procedure, the abutment was replaced. Additional information has been requested but has not been made available as of the date of this report.